Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to loss of capture (loc) at any voltage due to lead perforation. A fluid was noted in the patient's pericardial sack. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Though a typical surgery-related damage was noted but was not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to loss of capture (loc) at any voltage due to lead perforation. A fluid was noted in the pericardial sack of the patient. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at any voltage. A lead perforation was observed and this lead was explanted and replaced. It was noted that there was fluid in the pericardial sac but no intervention was performed. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070101. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Though a typical surgery-related damage was noted but was not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.